Manufacturer narrative:
This report is filed february 23, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a breakdown of the skinflap. Revision surgery is planned; however, has yet to occur as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia to explant the magnet (date not reported). This report is filed on june 23, 2016.